Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Patient medical records were received. Medical records including progress notes and lab results were provided and reviewed by a depuy analyst ii. .d. No product problem has been identified. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Both knees appear to be grossly loose on xrays, but has not yet been revised.**update** (B)(4) 2012 - it has been reported that the patient's right knee was revised on (B)(4) 2012 due to loosening of the tibial tray and femoral component at the cement/bone interface; however, competitor cement was used at the time of original implantation, so the loosening is not attributed to depuy product. Osteolysis was also reported.